Event description:
Pt taken to or for unipolar hemi-arthroplasty of left femur. After insertion of cement to the point of the prosthesis, the pt became hypotensive and bradycardiac. Advanced life support measures were attempted for 20 minutes, but the pt expired.